Event description:
It was reported that while in use on a patient, this 980 ventilator generated a "ventilator inoperative" message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes indicating backup ventilation. The fse completed the extended self test (est). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The potential cause of the reported event was unable to be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.